Manufacturer narrative:
Follow-up #1: date of submission: 11/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: a review of the black box and alarm history showed consecutive call service 054 and 052 alarms. Rewind, load, and prime steps were performed successfully. The pump cover was removed to find no intermittent conditions on the printed circuit board, or the continuous glucose monitor module. Unrelated to the original complaint, the battery compartment was cracked at the case seal. The returned battery cap was able to fit securely.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.